Event description:
It was reported that the blade was lifted. The 75-80% stenosed target lesion was located in the left arm arteriovenous (av) fistula. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for the fistulagram procedure. During the procedure, the balloon was initially inflated at 6 atmospheres, then slowly increased up to 10 atmospheres, and then 12 atmospheres for two minutes total between all three pressures. Almost all of the balloon was deflated except for the proximal end where it looked like there was still a small bubble of fluid remaining. The inflation device was reattached to remove the rest of the contrast from the balloon, but it was unsuccessful. A small syringe was also attached in an attempt to pull negative pressure on the balloon, but it was also unsuccessful. Ultimately the entire sheath was removed along with the balloon. Upon removal, a strip of the blade was sticking up off the balloon. A new sheath was then placed, and the procedure was completed with a mustang balloon catheter. No complications were reported, and the patient was stable after the procedure.